Manufacturer narrative:
Device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges "headaches, and the device makes a noise, gets very hot and shuts off". There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges "headaches, and the device makes a noise, gets very hot and shuts off". There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Information received during a gfe attempt the patient stated, "I don't have any headache". The patient also stated, " the machine is working very well; I didn't have any problems with it", and " machine is working fine and doesn't need a replacement". The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.